Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 1.2 inr, reference: 3.4 inr, mean: 2.30, confidence limits: 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. As of (B)(6) 2011, no product is expected to return nor strip lot info provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No strip lot info was available. No product was expected to be returned. Root cause could not be determined with the info customer provided. This issue will be subjected to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 1.2, lab: 3.4. Lab draw was done within about 2 hours of inratio2 test.